Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as intractable spasticity and cerebral palsy. It was reported the patient no longer had a pump. The patient had it for about a month in 2012. The pump was removed due to infection in the incision. Follow-up was being conducted to obtain drug information, other medications the patient was taking at the time of the event, pertinent medical history, diagnostics performed, and cause of the infection. If additional information is received, a follow-up report will be sent.